Manufacturer narrative:
The purpose of the medwatch is to document this event because a piece of the silicone tubing fell off into the joint space, and had to be retrieved. The new product development (npd) quality engineers have been made aware of this issue. A review of the batch record indicates the lot was manufactured without incident. At this point in time, no further action is warranted. However, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
The silicone tube detached from the needle and was left in the joint space upon removal of the needle and applier after the procedure was complete. It went unnoticed until the surgeon went in for a final look, and he removed the silicone tube with a grasper.